Event description:
When an operator was emptying the waste container on an advia 1800, she was splashed in the eye. The operator flushed her eye in the eye wash station, and received treatment in the emergency room. Her immunizations for hepatitis b and tetanus were up to date. She was prescribed antibiotic eye drops. No further info is available regarding f/u treatment.

Manufacturer narrative:
The advia 1800 operator's manual clearly states "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The instrument is performing within specifications. No further evaluation of the device is required.